Manufacturer narrative:
The device was returned to olympus for inspection. There was no customer reported allegation. A root cause could not be identified. Based on the information obtained, the cause for the foreign matter remaining could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign matter was present inside the nozzle. There was no patient involvement.